Manufacturer narrative:
A guidant technical services consultant discussed the revised longevity issued in the product update. The patient is tentatively scheduled for a device replacement procedure. The available information leads us to believe the device remains implanted and in-service. This event will be reopened should further information become available. Approximately seven years later we received information this device was explanted and replaced with another manufacturer's ICD. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 54.1 months, reached elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 54.1 months, reached elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity.